Event description:
It was reported that during a procedure, a black substance came out of the handpiece. There were no reports that anything entered the surgical site, there were no adverse consequences reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation. The report will be updated if the device is returned and an evaluation is concluded.